Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+, thin leaflets, and small cardiac chambers. A mitraclip nt was inserted and was placed on the valve. However, while establishing final arm angle (efaa), during a 3-4 turn, the clip jumped into the inverted position and was no longer able to control. A decision was made to remove the clip, but had to be recovered outside from the guide, over the septum. The clip was removed, and the procedure was discontinued. There were no clips implanted. There was no clinically significant delay in the procedure. The steerable guide catheter (sgc) (50904r1065) returned and analysis of the device done on (B)(6) 2026 revealed that the hemostasis valve was observed to be torn.

Manufacturer narrative:
All available information was investigated, and the returned device analysis observed the hemostasis silicone valve to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the torn silicone valve appears to be due to post procedural shipping and handling as the devices were returned as a system with the guide still in the clip delivery system. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 3189.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+, thin leaflets, and small cardiac chambers. A mitraclip nt was inserted and was placed on the valve. However, while establishing final arm angle (efaa), during a 3-4 turn, the clip jumped into the inverted position and was no longer able to control. A decision was made to remove the clip, but had to be recovered outside from the guide, over the septum. The clip was removed, and the procedure was discontinued. There were no clips implanted. There was no clinically significant delay in the procedure. The steerable guide catheter (sgc) (50904r1065) returned and analysis of the device done on 06-jan-2026 revealed that the hemostasis valve was observed to be torn.